Manufacturer narrative:
The "date of event" was not provided. The device has not been made available at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges crossing a street at a curb cut not even 1/2" high, had hit the button on the pole to be able to cross the street and as he moved forward off the curb, the chair flipped over on the side and he hit his head off the cement and scuffed his arm.

Manufacturer narrative:
The device was returned and evaluated. The alleged incident could not be duplicated.

Event description:
Alleges crossing a street at a curb cut not even 1/2" high, had hit the button on the pole to be able to cross the street and as he moved forward off the curb, the chair flipped over on the side and he hit his head off the cement and scuffed his arm.